Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulsed field ablation catheter was selected for use. The catheter was inserted into the patient, the guidewire was inserted into the catheter but it was difficult to advance it through the catheter. A new wire was used, but the issue persisted. The catheter was then replaced and the issue was solved. The procedure was completed successfully. No patient complications were reported. The device is not expected to return for analysis.